Manufacturer narrative:
The cartridge has not been returned to animas for eval. If the cartridge returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. Also, no cartridge lot number was provided. Therefore, retain testing/investigation cannot be completed.

Event description:
On (B)(6) 2011, the pt and a (B)(6) contacted animas alleging that an insulin smell was coming from the cartridge compartment. The cartridge was reportedly not wet. No moisture was noted. In addition, no cracks were noted to the cartridge, luer lock, or tubing. The tubing was secure. At the time of contact with animas, the pt's blood glucose (bg) level was "170 mg/dl." Based on the info provided, this complaint is being reported due to the following conclusion: the pt alleged a possible cartridge leak issue. There is no evidence however, that the alleged issue contributed to a serious injury. The pt did not report any bg readings or symptoms that meet animas' criteria for a serious injury.